Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include the ccd unit failed due to unexpected stress on the head section caused by the user's handling, and the image was no longer output.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the charge-coupled device (ccd) unit was found faulty causing the poor image. No other issues were found during the device inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported poor quality images on a camera head. No patient involvement or injury was reported. No additional information has been obtained.